Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. After the alarm, the customer resumed insulin and the bolus was delivered without changing any of the supplies. The customer's blood glucose level was not impacted.